Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.